Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached over 500 mg/dl while wearing the pod between 24 and 36 hours. Patient reported pod alarmed while she was sleeping; this did not awake her but she eventually awoke to high bg levels. Symptoms reported include hyperglycemia. The patient was treated with an intravenous fluids, and was released. The patient was released after spending a couple of hours in the ER. The pod was removed and discarded.